Event description:
Initial reported indicated that they interrogated a vns patient in clinic and attained high lead impedance on a system diagnostic test. There has been no reported trauma or injury preceding the patient's high impedance being noted. The patient did report chest pain with stimulation mid february that has resolved. The vns has been programmed off and the patient is being sent for full revision surgery. No date has been set at this time. The patient is being sent to have x-rays taken. Good faith attempts will be made to get a copy the x-rays for review.